Event description:
It was reported that this patient presented to the hospital after experiencing a syncopal episode. Further testing revealed loss of capture (loc). The treating physician attempted to reposition this right ventricular (rv) lead, but loc was still present after reposition. Consequently, the lead was explanted and replaced; however, the new rv lead also presented loc upon changing the patient position. As result, the physician replaced the implanted pacemaker. Capture was confirmed with the newest pacemaker. No additional adverse patient effects were reported.